Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Portion remains in patient.

Event description:
It was reported that during an achilles tendon repair on (B)(6) 2016, the surgeon was attempting to insert the fourth ar-8928bc-cp, swivelock. During insertion, the anchor split down the middle. About 5mm of the anchor broke and was removed from the patient. The surgeon had used the tap from the achilles speed bridge. The seated depth of the remainder of the implant was about 3/4 and the surgeon was happy with the fixation the remaining portion of the anchor provided. No patient injury. Bone quality was reported to be average.